Manufacturer narrative:
Molded lps nexgen flex articular surface, catalogue # 00596404210, lot # 62063846. Nexgen stemmed tibial component, catalogue # 00598004702, lot # 62049095. Nexgen complete knee all poly patella, catalogue # 00597206529, lot # 61925083.

Event description:
It is reported that a patient who underwent a total knee arthroplasty is experiencing pain due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2017- 00034.